Event description:
Customer reported that the screen on the insulin pump is very scratched and she is unable to see the screen. Customer stated that the damage was caused by the belt clip breaking and dropping the insulin pump. Customer also complained about the battery not lasting. Customer stated she has had to use her old device. Blood glucose value is 230 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with normal operating currents. No unexpected off no power or low battery alarms were noted. The insulin pump had minor scratches on the display window and a cracked reservoir tube lip.